Manufacturer narrative:
(B)(4). A vyaire medical field service representative (fsr) evaluated the device onsite. The fsr verified the reported issue and found "xdcr fault occurred (2,0,35)" in the events log. The fsr tested the device but could not duplicate the failure, but found that the exhalation flow sensor was seated, but not locked. The flow sensor is suspected to be a contributing factor but as a precaution, the main board was replaced. The device was tested and passed all testing to manufacturer specifications.

Event description:
The customer reported that the ventilator alarmed "xdcr fault" (transducer fault) while in use on a patient. The ventilator was immediately removed from the patient and the patient was manually ventilated with 100% fio2. There was no patient harm.